Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient had eaten breakfast early, did not have her snack with her, and at about 12:30-12:45 pm she felt shaky and knew she was going low. Then she was suddenly out of it and comatose and her husband could not wake her up. She initially stated that her granddaughter checked her fingerstick bg which was 22 mg/dl. The husband called emergency medical services (ems). She stated that the paramedics checked her fingerstick bg, which they said was 40 mg/dl, and gave her a bolus of glucose via intravenous (IV) therapy. The patient recovered from the ems glucose dose and at the time of report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.